Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that intermittent output values were observed. The device was replaced and no adverse consequences were reported for the patient.